Event description:
During a procedure, resistance was encountered while inserting a catheter into the sheath and the catheter did not advance through the sheath. Blood was leaking from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath distal tip had been cut and was not returned, but the sheath hemostasis cap inside diameter measurement was within specifications. A leak was noted at the hemostasis valve and the distal end of the handle during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals, consistent with the leak observed at the hemostasis valve. In addition, the handle of the introducer was opened and the shaft windows were noted to be torn, consistent with the leak observed at the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported catheter insertion difficulty and the shaft window damage remains unknown. The cause of the torn seals and subsequent leak is consistent with damage during use.